Manufacturer narrative:
(B)(6) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with three infusion sets. The symptoms were noticed within three hours of insertion. The site was reported to be abdomen and was rotated regularly. Patient's blood glucose level at the time of event was reported to be 177 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.